Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" customer information: "when did the failure occur: during therapy. Using vasopressin in a flow rate 4ml/h programmed in pump infusion and epinephrine in 0,05mcg/kg/min. The vasopressin solution was changed and it was kept the same flow rate programmed (4ml/h). However, during the night, the nurse informed that it was observed a different dripping. The medicine was changed again by nurse but, as informed, during aspiration of the medicine inside the bag, it was verified only 25ml of solution. Customer informed that 75ml of vasopressin was infused when the correct volume to infuse was 16ml. Customer informed that the data used to program of the equipment was correct. No damage to patient was informed."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was investigated in our laboratory in sao goncalo, brazil: the device history was analyzed. No abnormalities were found in the device history. No programming was carried out that would result in a 16ml volume to be infused. There is no record of the schedule informed by the customer. The complaint has not been confirmed.